Event description:
See initial report.

Manufacturer narrative:
H.10: based on previous investigation findings and on the fact that the stirrer motor could not rotate freely, the reported issue was most likely due to environmental conditions in which the pump worked. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase could have led to rust formation at the level of the bearing preventing the stirrer shaft from rotating.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The hospital has its own biomedical engineer and livanova provided technical assistance. The stirrer motor was not running freely and it will be replaced to solve the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during routine cleaning. There was no patient involvement.